Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had partial seal during the surgery. There was no re-grasp alert and evidence of energy delivery, but there was an end tone. There were successful seals made before the issue occurred. Used the other new device to complete the procedure. No patient harm.